Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; implanted in 1994-exact date is unknown; initial reporter - unknown; PMA/510(k) number; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a right total hip arthroplasty in 1994. Subsequently, a revision procedure was performed on (B)(6) 2014, due to pain and wear of the polyethylene acetabular liner. The acetabular liner and modular head were removed and replaced.